Event description:
The facility reported an overinfusion that occurred during pt use with no pt injury or medical intervention required. The medication involved was dobutamine at a concentration of 4 mg/ml. The device was set in the pca mode. The bag volume was 237 ml which included the 18 ml overfill. The rate of the device was 18.3 mg/hr. The device alarmed after 44 hours. The tubing is available. No add'l info.